Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60mm aaa . During the procedure while preparing the etlw1620c93ee device, it was determined there was an obstruction in the wire lumen which was preventing the device from being able to flush. The device was replaced and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is fine